Event description:
During the device evaluation, the gastrointestinal videoscope exhibited that during manual reprocessing, cleaning fluid was not sent to the air and water channels. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h6, and h11 were updated. Based on the results of the investigation, the pump failure was confirmed. A third party reprocessor was used. It is possible that the device was handled in a way that was not recommended in the instructions for use. Olympus will continue to monitor field performance for this device.